Event description:
Had a da vinci assisted prostatectomy in (B)(6) 2005 (can't recall exact date) at (B)(6) hospital; (B)(6). One of my ureters was kinked, had to where a stent for six weeks. Was characterized as a "slight complication". Was it reported? (B)(6); ssa #(B)(4).